Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not firing correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is unsure about the exact issue but noted that the clip applier instrument was making a ¿jerking¿ motion while trying to clip, or the instrument was not closing completely. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure investigations was not able to replicate or confirm the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier instrument was fully functional. Visual inspection of the medium-large clip applier instrument grips found no physical damage. A clip test was performed while the instrument was installed on an in-house system and the instrument passed. The grips held and applied the clip with no issue. There was no problem detected. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the medium-large clip applier (470327-12/n10201103-0008) associated with this event has been performed. Per logs, the medium-large clip applier (470327-12/n10201103-0008) instrument was last used on (B)(6) 2021 on system (B)(4). The alleged instrument had 23 uses remaining after the last procedural use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .